Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient status showed preadmitted due to software issue. A technical support specialist discovered that a patient was locked in a preadmitted status due to an a07 message. The customer subsequently requested a resent admit message through adt, which resulted in the patient's visit becoming accessible at the station. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system patient status showed preadmitted even though it was admitted in epic, the customer reported that users were unable to remove medications, this resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.